Event description:
It was reported that the implanted right ventricular (rv) lead had dislodged within two months of implant. During the revision procedure, the physician discovered that the lead was never sutured down. While the doctor was examining the dislodged lead, it fell on the floor. The rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer, analyzed, and no anomalies were found. The distal and proximal conductors had blood/body fluid (not obstructed). There was blood in/on the helix mechanism and the outer insulation was breached cut. The lead had apparent explant damage.